Manufacturer narrative:
The tech isolated the issue to a stuck head up valve. He replaced the head up valve and the head section functioned to specs.

Event description:
Info received indicates the bed has no head up function.